Event description:
It was reported that an ilet user contacted support because the ¿less than¿ meal announcement option was not available after receiving a replacement device and was advised that the learning phase must be repeated; the user had eaten ice cream as a snack and noted an elevated blood glucose of 198 mg/dl, which he attributed to the snack, and was counseled that the device¿s correction algorithm would address the elevation. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included customer interview and troubleshooting with education on meal announcement use during the learning phase. Investigation of this case revealed normal device behavior with no device malfunction, attributable to expected system behavior during the learning phase and user meal entry selection. It was concluded, based on previously established findings for similar reports, that the cause was use-related and associated with the device¿s relearning period following replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.